Event description:
Add'l info rec'd from MFR 4/24/01: becton dickinson quality/regulatory systems has evaluated report. The condition reported has been verified for a needle stick injury based on needle recapping, and not as a result of a mfg related defect. Bd packaging specifically warns its users against attempts at reshielding a needle. While bd does not advocate needle recapping it does recognize that it may be required in some special circumstances. In these circumstances, a one hand passive technique is recommended. Performed with care and caution, a one hand passive recapping technique is recommended. Performed with care and caution, a one hand passive recapping technique can minimize the risk of needle penetration of the cap and related needlestick injuries.

Event description:
Rptr administered insulin to the pt using a bd ultra-fine 3/1-cc insulin syringe at home. Rptr successfully re-inserted the needle into its cap, but the insertion was oblique, and the needle penetrated through the side of the cap, and into rptr's finger. Rptr has had been vaccinated against hepatitis b. It seems that the cap is too thin and delicate.